Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified check clutch plunger lever. During the functional testing was able to duplicate the reported issue. Clutch halves and leadscrew were found popping and slipping during occlusion test. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced both clutch halves and leadscrew. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a travel coarse error during an occlusion test. No patient involved, issue occurred prior to use.